Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 250 mg/dl and vomiting; cause was not known. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Customer still in hospital at time of report so no release date could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.